Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d10, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube is damaged and therefore the dielectric strength is inadequate, and the fiber bonding in the outer tube area distal end is damaged. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, the rigid video laparoscope exhibited a cut in the lens. The event occurred at the time of unspecified procedure. There were no reports of patient harm.